Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. As received, the electrode belt would not communicate with a montior. The cause for the failure was isolated to thermally damaged u727 and u728 processors on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.